Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 25sep2025 was reviewed. The log file captured a low voltage hazard alarm on 25sep2025 from 08:19:09 to 08:19:13 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became disconnected from the back of the unit or from the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, and if mpu was exchanged); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a loss of ac power while connected to the mobile power unit (mpu). Log files were submitted for review and captured a no external power while connected to mpu power which was likely cause by power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events.

Manufacturer narrative:
G4: PMA number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.